Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and has been evaluated. The returned device consisted of two items and were received without its original packaging and in used condition. Visual and functional testing were performed. The items were visually inspected at a distance of 12? To 24? Under normal conditions of illumination. Delamination was found in both items and the delamination was located in the tube and filter connection. A functional test was performed. Leak testing on the item received was performed using hydrostat vessel to look for unusual functions. Of the two items received, only one was tested due to the confirmation of the reported failure mode. A leak was detected in the filter vent. No actions were taken for the primary concern reported. The root cause of the reported complaint is unknown.

Event description:
It was reported that that the product was leaking from the filter. No patient injury was reported.